Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l36053, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
It was reported that there was a possible inflammatory mass. It was noted that the catheter was placed at/around t8. It was reported that the healthcare provider (hcp) was planning to perform an MRI to evaluate for kink or granuloma around the catheter tip. It was noted that the patient¿s pain had increased and the hcp did not know why. It was reported that the pump seems to be functioning. It was reported that the patient¿s pain started increasing 7 am on (B)(6) 2014. It was noted that the patient¿s symptoms included nausea, vomiting, restlessness, yawning, goose bumps and cold sweats. It was reported that the pump was currently used to infuse morphine.